Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set became easily disconnected from either a peripheral IV site, peripherally inserted central catheter (PICC), or port. The step of setup or therapy during which this occurred was not specified, though there was minor blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.